Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign matter on the inside and outside of the device.

Manufacturer narrative:
Received 1 opened irrigation syringe with what appeared to be drapes. The reported issue was confirmed; however, the cause is unknown. During the visual inspection noted foreign material on the neck of the syringe inside the barrel and also on the top of the green bulb, foreign material exceeded 0.6mm. The syringe bulb was cleaned up with alcohol to remove the foreign material and it was possible to be removed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe bulb type, non sterile." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign matter on the inside and outside of the device.